Manufacturer narrative:
Per beckman coulter, inc. Labeling: risk of operator injury [can occur] if doors, covers and panels are not opened, closed, removed and/or replaced with care. System integrity might be compromised and operational failures might occur if the equipment is used in a manner other than specified. Operate the instrument as instructed in the product manuals. The field service engineer (fse) visited the customer's site and showed the customer what happens when the tray is placed on top of the slide stainer. Based on available info, the root cause may be attributed to operator error. The operator placed an object on top of the slide stainer that obstructed the cover from fully opening. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4), 2010 of complaints for additional reportable events.

Event description:
Customer reported while troubleshooting the coulter lh 750 slide stainer, the operator, opened the cover door to look inside the unit. Thereafter, the cover fell down on the operator's head. Consequently the operator was taken to the emergency room where the individual was diagnosed with a concussion and was restrained from work three days. Further info revealed that there was a "cafeteria style" (non-beckman coulter, inc) tray on top of the slide stainer at the time of the incident, which prevented the cover from fully opening thus allowing the cover to fall back down. Since the incident the tray was removed from the instrument. The operator is fine now and back to work.